Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer biomedical engineer ordered and replaced the fiber optic module. The preventive maintenance (pm) was completed and the biomedical engineer performed all the calibration tests. The iabp was then cleared for clinical use.

Event description:
It was reported that during preventive maintenance (pm) by the customer, the cs300 intra-aortic balloon pump (iabp) fiber optic module was unable to calibrate. No patient was involved and no adverse event was reported.